Manufacturer narrative:
Cac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since functional testing revealed that the unit performed as expected. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The cac adapter was able to perform mating and locking actions with the controller. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Information for use-the power supply connections are identical and are used to connect to any of the power sources (batteries, ac adapter or dc adapter). The controller should always be connected to two power sources for safety. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad equipment manager that patient seen in clinic on (B)(6) 2016 complaining that cac adapter was not locking appropriately onto controller and would become disconnected from controller with minimal movement. Examined by vc in clinic and determined to be loose. Patient demonstrated appropriate technique with power connection and no excessive force noted. Cac taken out of use and replaced with (B)(4). No consequences to the patient.